Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, right-side "hardness to the touch, implant sitting higher than normal, breast asymmetry, discomfort" and capsular contracture baker grade unknown. Device has been explanted and replaced. Capsulectomy performed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ white particles observed in the surface of the shell. ¿ observed creases on the device. ¿ observed deformation on the device. ¿ observed wear abrasion on the device.

Event description:
Healthcare professional reported, right-side "hardness to the touch, implant sitting higher than normal, breast asymmetry, discomfort" and capsular contracture baker grade unknown. Device has been explanted and replaced. Capsulectomy performed.